Manufacturer narrative:
Manufacturer report number corrected and reported under 2523835-2023-00150 no further reports will be scheduled under mfg report num. 1644019-2023-00037. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the doctors had a concern that might be the blades which were received in the paks were found to be dull. The procedure details and there was no report of patient harm. This is one of three reports.